Event description:
The pt is known to be toxoplasmosis igm negative. The most recent testing generated an axsym toxo igm assay index result of 0.601 (positive). The sample retested at index values of 0.591 and 0.601. The negative control was within spec but at a higher negative index value than with the previous lot of reagent (21842m100). There is no impact to pt mgmt reported.